Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: the battery cap was returned with the pump and it is able to fully attach to the pump and was used to complete all testing. No damage found to returned battery cap and no cracks observed in the battery compartment. The pump history shows the time/date was never correctly set and pump was running on year 2007. Alarm history shows typical usage. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. No defect found with returned product relating to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, to see how to obtain another battery cap as they lost theirs about a week ago. The patient reported had received replace battery and to silence pump until could change, they loosened up the battery cap. It then fell off and was lost. The patient reported no damage to battery compartment. The patient stated that there blood glucose was 300-400mg/dl bgs as not getting insulin through night (not giving shot through night). The patient reported they are covering with humalog but stated waking up high with symptoms of nausea, dehydration, blurry vision. The patient drank water during this time and corrects to lower bg. The patient is not having issue with bg at the time of the call. This report is being made due to an alleged hyperglycemic event the patient experienced due to training misuse, the patient losing a battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient losing battery cap).